Manufacturer narrative:
Three photos were submitted by the customer for quality evaluation. Examination of the photos received show that a male luer connector cracked inside the female end of the maxplus connetor causing leakage of blood. The customer complaint of component damage - leak was confirmed. The investigation was forwarded to manufacturing for root cause analysis. Unfortunately, because a physical sample was not received for this complaint, a root cause for the reported issue could not be determined. Additionally, examination of the photos submitted does not show a distinct issue with the mp1000-c product itself, but an unidentified luer connector broken off into the mp1000-c. This issue is possibly create due to using an antiseptic cleaner on the surface of the luer and maxplus connector and not allowing it to dry complete before connecting it. This causes the components to become brittle and possibly crack or break as seen in the photos provided. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needless connector was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they noted that the blinatumomab infusion was leaking.